Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that black spots were found on the jelly side of the grounding pad. Initial eval of the incident sample found the pad did not have continuity.